Manufacturer narrative:
(B)(4). Customer informed that the loss of blood was minimal (drops). No additional information was available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo solution set leaked. This occurred as the set was being prepared for an infusion. The reporter stated that patient's blood backed up and began to leak out of a hole in the tubing. The tubing appeared to have been sliced by a razor at several locations. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.